Manufacturer narrative:
Correction: corrected h6 - medical device problem code. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information from the customer (refer to b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. E226 error is the error that occurs when abnormality of communication between endoscopes and processors occurs. Based on the results of the investigation, it is likely that the following led to the malfunction. It is likely that the stress boot came off due to the load applied to the stress boot of the cable, allowing water to enter inside. Poor communication occurred and due to that, e226 error occurred. This issue is addressed in the instructions for use (IFU): do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.

Event description:
The customer clarified that it was error e226 that had occurred.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. Scope communication errors e226 and e228 were displayed, indicating that the image had disappeared. It was also noted that the boot protector was off, which had also caused flooding. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported to olympus, the hd camera head had an error code (no image). The issue was found during inspection for use and it was completed with a similar device with no procedural delay. There were no reports of patient harm associated with the event.